Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a peritoneal dialysis (pd) patient encountered shoulder and abdominal pain along with shortness of breath during treatment on the liberty select cycler for two consecutive nights. The patient was advised by the on-call peritoneal dialysis registered nurse (pdrn) to go to the emergency room (ER). The patient visited the ER where, reportedly, air was found in the patient¿s abdomen. There was no report of the patient requiring any medical intervention as a result of the air in the abdomen. It is unknown if the patient¿s official diagnosis was pneumoperitoneum. The pdrn was inquiring if the cycler could have put air into the patient. The pdrn stated the patient did not receive any alarms during treatment. Technical support provided the pdrn with information and no additional assistance was needed. No further information was provided. An attempt to obtain additional information from the pdrn was unsuccessful. The pdrn refused to provide information related to the patient or the event. The pdrn did confirm the patient was continuing to utilize the liberty select cycler without issue. The exact date the patient visited the emergency room is unknown, however, the dates the patient felt the reported symptoms during treatment were (B)(6) 2021 and (B)(6) 2021. The date of event will be reported as (B)(6) 2021, the date the pdrn notified fresenius technical support.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of shortness of breath, shoulder, and abdominal pain with a visit to the emergency room (ER) resulting in the discovery of air in the patient¿s abdomen. However, there is no documentation to show a causal relationship between the event and use of the liberty select cycler. Although the pdrn contacted technical support to inquire if the cycler could instill air into the patient¿s abdomen, there is no evidence that a malfunction occurred. Additionally, there are no treatment records available for review to determine if the patient in fact received alarms during the treatment or not or if the air sensitivity limits set by the liberty select cycler were surpassed. The liberty select cycler user¿s manual states that there is an air infusion protection controlled by software which is measured by air volume in three consecutive strokes coming from the source. If the volume is over the set limits, a warning is displayed. (Liberty select cycler user¿s guide p/n 480145 rev a) there are several reasons for a patient to have free air in the abdomen during peritoneal dialysis, including technique, pd catheter entry and perforated viscus. Furthermore, it was confirmed that the patient continues to utilize the same liberty select cycler for treatment without issue and has no other complaint files opened since this reported event. There is no reported medical intervention that was required for this patient. Based on the available information and no evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient event.

Event description:
It was reported a peritoneal dialysis (pd) patient encountered shoulder and abdominal pain along with shortness of breath during treatment on the liberty select cycler for two consecutive nights. The patient was advised by the on-call peritoneal dialysis registered nurse (pdrn) to go to the emergency room (ER). The patient visited the ER where, reportedly, air was found in the patient¿s abdomen. There was no report of the patient requiring any medical intervention as a result of the air in the abdomen. It is unknown if the patient¿s official diagnosis was pneumoperitoneum. The pdrn was inquiring if the cycler could have put air into the patient. The pdrn stated the patient did not receive any alarms during treatment. Technical support provided the pdrn with information and no additional assistance was needed. No further information was provided. An attempt to obtain additional information from the pdrn was unsuccessful. The pdrn refused to provide information related to the patient or the event. The pdrn did confirm the patient was continuing to utilize the liberty select cycler without issue. The exact date the patient visited the emergency room is unknown, however, the dates the patient felt the reported symptoms during treatment were (B)(6) 2021 and (B)(6) 2021. The date of event will be reported as (B)(6) 2021, the date the pdrn notified fresenius technical support.